Manufacturer narrative:
Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6), ubd: 10-apr-2027, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(6), ubd: 13-sep-2027, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins). It was reported that there was new pain. Patient was in car accident 2 hours after implant. Patient had leads checked under xray and the right leaded moved cephalad by one electrode. Patient did not have and oor impedances. Patient had system turned on today. The issue is ongoing. The manufacturer representative (rep) indicated they would send any further information as they become aware.